Event description:
It was reported that the device detected a ventricular tachycardia and delivered high voltage therapy. The energy delivered during the high voltage therapy was lower than expected. Low high voltage lead impedance was noted during the therapy. No electrical anomalies had been detected historically. Externalized conductors were observed via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.